Event description:
The pt experienced a shocking/jolting sensation and she could not turn the ins off. The ins was sticking out of the pt's right side and there was a broken wire from when the ins was implanted that was never fixed. The outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).